Event description:
It was reported that the patient experienced an apparent retroperitoneal bleed on the same day as a leadless implantable pulse generator (ipg) was implanted as determined by computerized tomography (CT) scan. The patient became hemodynamically unstable. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 2022-11-14 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2021-05-17. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.